Event description:
Continuous renal replacement therapy (crrt) set up and running for < 1h. De-aeration chamber would not fill to line. I traced lines and tubing connected to bottom of dialysis filter popped off of the filter. This part had not been manipulated and is not a connection that is ever modified by nursing staff. Large volume of blood poured out of dialysis filter onto my hands and on floor. I immediately washed my hands as second nurse stopped machine and detached from patient. This crrt was removed from room. Manufacturer response for baxter prismax crrt machine, prismax (per site reporter) ongoing investigation.